Event description:
The customer reported poor detection of the detergent connecting section involving the olympus endoscope reprocessor. There was no patient injury.

Manufacturer narrative:
Date of event unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Establishment name: rakuwakai rakuwakai toji minami clinic, medical corporation e1: 1 nishikujo minamidacho, minami-ku, kyoto city, kyoto prefecture